Manufacturer narrative:
We are not able to furher investigate as product was not returned to us by the consumer. Manufacturer has reviewed and tested retain samples and found product to be within specification.

Event description:
Bristles falling out and getting stuck in the teeth.